Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported. It was also reported that during testing conducted at the manufacturer facility the bur was able to fall out of the core impaction drill when it should have been locked. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported. It was also reported that during testing conducted at the manufacturer facility the bur was able to fall out of the core impaction drill when it should have been locked. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The technician duplicated the reported heat, noted that the device would not retain a bur, and noted that the driveshaft was corroded.